Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal lad extending up to mid lad with (B)(4) stenosis and was 24 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.0 mm x 28 mm synergy stent system. Following post dilatation, residual stenosis was noted to be (B)(4). Three days later, the subject was discharged on aspirin and clopidogrel. In november 2022, the subject was diagnosed with unstable angina and was hospitalized on same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting the outcome of the event was considered to be recovering/resolving. Five days later, the subject was discharged on aspirin and clopidogrel.